Event description:
It was reported that air embolism occurred. The target lesion was located in the circumflex artery. The opticross imaging catheter was advanced for- intravascular ultrasound (ivus) examination of the target lesion. Immediately following ivus and removal of the catheter, multiple, sizable air emboli were noticed after st changes. Adenosine was administered, and the patient condition resolved. The patient fully recovered.